Event description:
It was reported that during an in clinic follow up, the left ventricular (lv) lead exhibited failure to capture. On (B)(6) 2024, the lead was capped and replaced. The patient was in stable condition.